Event description:
It was reported 13 times that while using a bd venflon¿ pro safety shielded IV catheter with bd instaflash¿, leakage occurred. The following information was provided by the initial reporter: the customer have had problems with leakage true the white cork when they have flushed the vps. This have happen 13 times during end of may until now.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. CAPA 4710247 has been initiated. H3 other text : see h10.

Event description:
It was reported 13 times that while using a bd venflon¿ pro safety shielded IV catheter with bd instaflash¿, leakage occurred. The following information was provided by the initial reporter: the customer have had problems with leakage true the white cork when they have flushed the vps. This have happen 13 times during end of may until now.